Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Patient called the complaint handling unit (chu) inquiring as to how to obtain a femoral plate that the patient claims was explanted on or about (B)(6) 2010, due to breakage. Patient claims that plate suddenly and painfully broke while he was stretching on an unknown date. Patient did not recall the exact part number and did not know the lot number at the time of the call but claimed that on the day of revision, he believes someone he thought was synthes consultant came to the procedure and took the explanted plate and other related hardware. The manager of surgical services at user facility confirmed the patient was implanted at her facility, on (B)(6) 2010 with a 95 degree dynamic compression screw (dcs) plate and screws. Patient was explanted on (B)(6) 2010. Facility spoke with surgeon and it was reported: plate was cracked and was visible on x-ray, date unknown; the x-ray was taken at another facility. Facility also reports and confirms a synthes consultant was not in this case. Facility reportedly did not document the disposition of the plate: customer facility account states that all hardware is believed to have been discarded by same facility. This is 1 of 1 report for complaint (B)(4).